Event description:
The iab was inserted into the patient in 2002 at 2:15 p.m. No second iab was inserted. The iab did not malfunction. The patient had bleeding-not severe, an infection and thrombocytopenia. The iab was not returned to datascope. Event complications: bleeding-not severe/infection/thrombocytopenia. Pt's current status: ia - reported in 04/02, expired- reported in 04/2002.